Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: this report is made based solely on customer information. (B)(4).

Event description:
Customer reported the alarm has power yet when pressure is released from the sensor, the alarm does not sound. The customer did not provide a date when this was found. No patient incident or injury was reported.